Event description:
A 48 year old white gravida 0 female; status post bilateral subglandular inframammary gels (unk type/size - no records) placed for augmentation in 1974. This set encapsulated early, and despite closed capsulotomies it persisted. In 1983 she developed a left medial mass, so during course of exploration a rupture was found. She had gels placed (type/size unk, no records). This set also encapsulated, so in 4/91 she had replacement with bilateral mcghan biocell gels. Due to left sided distortion the left was redone in 7/91; but her distortion persists as well as encapsulation has reoccurred. Significant amount of tissue was taken from the left, so she complained of decreased size on the left despite larger implant (unk size, no records). She has intermittent pain, and has noticed size fluctuation for years. No history of trauma. The pt has developed progressive systemic symptoms, diagnosed as "fms". These include: arthralgias/myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, "recutis"/yeast, headaches, visual changes, dizziness, memory loss, dry eyes, hair loss, oral sores, rashes, sensitivity to sun, and shortness of breath.